Manufacturer narrative:
Per the manufacturer's territory manager, the user facility calibrated the electronic patient gas system (epgs) prior to starting the case with success. Before going on bypass, they noticed the 'cal' message and that the fraction of inspired oxygen (fio2) was set at room air but the ccm showed the oxygen (o2) at 98%.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'cal' message to calibrate the electronic patient gas system (epgs). As a result, a stand alone sechrist blender was hooked up and used for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility's biomedical engineer, the unit has been repaired and is working as intended. Per log review: the log showed a successful gas system calibration at 09:35:18 am. The flow was set to 0.2 liters per minute (l/min) and the fraction of inspired oxygen (fio2) was set to 21%. At 09:33:22 am the gas system reported an 'oxygen (o2) sensor and blender disagree' setpoint = 21% fio2 = 0.98 (98%). This would cause the gas system to display a 'cal' on the gas system icon as reported. This behavior occurred five more times in the log. The log confirms the complaint.

Manufacturer narrative:
The reported complaint was confirmed based on the data log review. Per the user facility's biomedical engineer, the electronic patient gas system (epgs) was repaired and it will not be sent for further manufacturer evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d9, h3 and h6 during laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. All release testing that was performed passed successfully. It was determined that the epgs met specification.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The service repair technician (srt) verified the reported complaint. The oxygen (o2) analyzer calibrated successfully. The srt continued troubleshooting and then the electronic patient gas system (epgs) failed the testing as the blender was out of calibration. The blender was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.